Event description:
It was reported, that channels 11 and 12 of the patient's implant are extra-cochlea, and that channel 9 showed status "h" on telemetry. Channel 9 also stimulated the patient's facial nerve. All other telemetry results are within normal limits, after turning off these 3 channels, the device is still functional. However, the patient's father and the surgeon want the patient to be reimplanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.